Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire on an unk firing attempt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date stent: 06/08/2009. Dried bodily fluids. Evaluation summary: the analysis results of the el5ml found that it was returned with the shaft bent at the rotating knob area, with excessive dried body fluids and it was difficult to cycle. The trigger was manipulated and the device when fired, released malformed clips as the clips did not feed the clips as intended, due to the excessive dried body fluids found at the feeding mechanism. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a mfg defect in the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.